Event description:
Lifecor customer support saw "battery charger fault" flags on a recent download from a male pt. Support called the pt and sent the pt a replacement battery pack.

Manufacturer narrative:
Device eval of battery pack has been completed. The reported problem was confirmed. The cause of the battery pack not charging was defective battery cells within the battery pack. The root cause of the defective cells is not known, but is likely due to the pt leaving the battery pack in the system for greater than 24 hours. There were many 'battery runtime expired' flags on the download. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The pt rec'd a replacement battery pack.